Manufacturer narrative:
(B)(4).

Event description:
It was reported by a physician that a vns patient who had recently been implanted had an infection in the generator pocket. The generator and lead were explanted on (B)(6) 2016. Review of the manufacturing records for the generator and lead revealed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.